Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a knee surgery on an unknown date and topical skin adhesive was used. After procedure, when patient returned to remove the hardware, seroma was noticed to be formed underneath the topical skin adhesive. The patient was re-admitted into surgery. Additional information was requested.